Event description:
A healthcare professional reported that following intraocular lens implantation, lens were replaced with a product from another manufacturer and it was also stated that it was difficult to determine whether the cause is a power difference, patient-related factor, or product related. There are two medical device reports associated with this patient. This report is 2 of 2. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (ccwtt3-t6) that is sold in the united states under (PMA/510(k) # (p190018).¿ the manufacturer internal reference number is: (B)(4).